Event description:
The patient was implanted with two percutaneous leads from the same lots. It was reported the patient was unable to feel any stimulation. Diagnostic testing identified high impedance readings on both leads. X-rays were taken and based on the results the physician recommended surgical intervention be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.